Manufacturer narrative:
The insulin pump had a button error alarm due to a flattened escape button dome switch.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 147 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.